Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vacuum was not efficient during a cataract procedure of the left eye. The patient experienced an anterior capsule tear and a small posterior capsule tear. The cassette was replaced, an anterior vitrectomy was performed and the procedure was completed. The physician implanted a three piece intraocular lens instead of the planned single piece intraocular lens. The outcome of the event was reported as resolved with treatment.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned fluidics management system (fms) cassette was returned and visually inspected. No obvious defects were observed that would have contributed to the reported event. The sample was tested on a calibrated infiniti console and the sample could prime and tune with ultrasonic hand-piece (from lab stock) successfully. And could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned wet fms cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).